Manufacturer narrative:
Event date is not known. Please see b5 for approximate date range, if applicable. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97740, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that pt's ins has not been working for a couple of years and inquired on how to proceed with an MRI. Caller also noted that they received information from pt's daughter that pt "cannot power up their remote". Caller did not have any further details about the state of the ins or the programmer. Tss reviewed information and recommended either that pt have the MRI eligibility form completed or they meet with a rep to attempt to have their ins restarted.